Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that intermittent out of range issues occurred between the transmitter and pump with no continuous glucose monitor sensor readings for over 15 minutes. The customer's blood glucose level was 55-130 mg/dl. Reportedly, the customer's phone with the mobile app was not in the same room as the customer when the events occurred. Reportedly, customer moved phone closer to resolve the issue.